Manufacturer narrative:
Other: loss of consciousness. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient took an evening dose of gabapentin (neurontin) and consumed ethanol on 18 september and was heavily sedated afterwards. The subject took a morning dose of the same prescription and consumed ethanol and subsequently passed out onto their kitchen floor where they lacerated the back of their head. They were difficult to arouse. The subject refused medical attention and spouse was not willing to insist; follow-up with subject's spouse this morningwas without indication that subject suffered any lasting injury. It was noted this was unlikely related to the device/therapy and not related to the implant procedure. This was considered a likely interaction of medication and ethanol consumption. No action was taken and the event resolved without sequelae on (B)(6) 2018.